Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data extracted revealed that the wand was not activated previously. No error recorded. A functional evaluation revealed the wand was able to generate plasma on all three settings as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Factors that could have contributed to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
D3: manufacturer name and address corrected.

Manufacturer narrative:
G1 manufacturing site name and address: corrected. Report was inadvertently submitted under manufacturer number 1643264 but the correct manufacturer number is (B)(4).

Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure, the cut or coagulation button of the wand remained activated without pressing it, outside and inside the patient. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.